Event description:
It was reported the patient presented in clinic for follow up. It was discovered the implantable cardioverter defibrillator (ICD) was in backup mode due to communications with the patient's home monitor. The ICD was successfully restored. The ICD additionally exhibited far r oversensing and the atrial lead oversensed noise, which triggered inappropriate mode switches. Programming changes were implemented to address the oversensing. The patient was in stable condition.